Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece. The account used a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure, surgeon unable to insert lens. The surgery was not completed, the patient referred to alternative consultant. Operative time was extended. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned in a qualified company cartridge in the opened lens carton, along with the assembled lens case. Viscoelastic was dried in the cartridge. The lens was located in the cartridge tip. The leading haptic was extended beyond the cartridge and was bent in the distal area. The trailing haptic was extended backward behind the optic inside the cartridge. The trailing optic edge was split near the trailing haptic. The cartridge wings show only partial compression to the front of each wing tab. This would indicate that the cartridge was not fully seated into the locking slots of the handpiece prior to delivery. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The lens appeared stuck. Haptic and optic damage was also observed. Company recommends using the qualified company iol delivery system or any other company qualified combination. There is evidence that the cartridge may not have been fully seated in the handpiece. This could have also caused the lens to deploy incorrectly or the plunger to be misaligned during advancement, which could result in product damage. Per the instruction for use (IFU), insert the cartridge into the handpiece and slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Advance the plunger in one slow motion to advance and fold the optic. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).